Event description:
It was reported that the the battery was fluctuating resulting in the pump shutting off unexpectedly. Customer confirmed pump display turned on. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 395 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.